Event description:
The company was informed that the pt's device was explanted due to previous chronic otitis media recurrent cholesteatoma. The pt was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The device was discarded and will not return to the company. A review of the device history records revealed no anomalies. The pt is reportedly doing well. This is the final report.